Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd nexiva¿ closed IV catheter system ¿the preoperational nurse was starting an IV on a surgery patient and was securing the needle after placement, however the needle would not disconnect from the hub. It took several attempts and two nurses to get it disconnected in order to save the IV placement.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: no sample was received for investigation. We were unable to fully investigate the incident. A review of the device history record could not be performed as a lot number was not provided for this incident. Investigation conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.